Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery voltage was 2.89 volts on (B)(6) 2015. Rrt had not been triggered. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had unexpected longevity. The device was scheduled for an implant, but was not implanted. About ten months later, the device was scheduled for a different patient. After interrogation, the device showed low longevity projection. The device was not implanted and a different device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.